Event description:
It was reported that the asymptomatic patient presented with stored episodes of non-sustained lead noise (nsln). Upon review, the device misdiagnosed a run of slow ventricular tachycardia (vt) events as lead noise. Programming changes were not applied. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.